Manufacturer narrative:
Date of event: exact date unknown, event occurred few months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient experienced difficulty charging the ipg despite troubleshooting attempts. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.